Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Event description:
It was reported that the user experienced two brief hypoglycemia events overnight and late morning while using the ilet system, following a high glucose before bed after a less-than meal announcement that delivered less insulin than required, subsequent correction, rebound hyperglycemia, additional insulin delivery, and a second short low that the user corrected. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included user interview, troubleshooting, and education on meal announcements, correction behavior, and hypoglycemia management. Investigation of this case revealed no device malfunction and suggested glucose fluctuations related to meal underestimation, correction strategy, and automated insulin delivery dynamics, with device performance consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.